Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported subarachnoid hemorrhage and subsequent patient outcome could not conclusively be established. The device was not returned for evaluation. The heartmate ii lvas IFU, rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU lists infection (local, driveline, pump pocket), stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU also lists infection as a potential late postimplant complication. Section 6 of the IFU, under ¿anticoagulation¿, outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas, as well as the suggested anticoagulation modifications. Furthermore, several sections of the heartmate ii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 with positive blood cultures and positron emission tomography scan suggesting extensive driveline infection and subarachnoid hemorrhage on a computed tomography scan of the head. The patient had a supratherapeutic international normalized ratio, elevated white blood cell count, stomachache, labored breathing, decreased appetite, and altered mental status. The infection was treated with antibiotic therapy. The stroke was treated with vitamin k and fresh frozen plasma for reversal. Anticoagulation and antiplatelet therapy were stopped. Neurology was consulted. The decision was made to transition the patient to comfort care. Support was withdrawn and the patient passed away on (B)(6) 2023.